Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that the customer accidentally requested a 500 unit bolus instead of a 5 unit bolus. Subsequently, customer¿s blood glucose (bg) level dropped low, however, a specific value was not provided. Reportedly, the customer addressed bg level with glucagon. Multiple follow up attempts were made to gather additional information, however, the customer did not respond to follow up attempts.